Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded the cartridge with cold insulin. Customer was reminded to use room temperature insulin when loading cartridge. Customer declined to reload cartridge or complete any further troubleshooting with tandem technical support.